Event description:
It was reported that following the implant procedure, this left ventricular (lv) lead exhibited increased threshold measurements. Diagnostic imaging revealed the lead had dislodged from the implant location. Information has been requested regarding the event resolution, but a response has not yet been received. At this time, the lv lead remains implanted and in-service. The patient was stable with no adverse patient effects.